Manufacturer narrative:
H6. Investigation summary: two photos received by our quality team for investigation. Upon visual evaluation, cracked barrel is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Based on the quality team¿s investigation, the root cause of the incident is associated with failure in the rejection of the material can lead to entanglements in the equipment, damaging the cylinders. Several changes have already been implemented in the lines to reduce this type of occurrence in the equipment ,improvement in the fiber optic system, however, opportunities for improvement were identified, which will be allocated to the syringe assembly machine for synchronism and to the assembly machine of the safety device, which identified points that could make it difficult to transfer the syringes in the machines in the system for transporting.

Event description:
It was reported while using bd solomed syringe a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the customer reports that, when aspirating the product, he found that the syringe had a crack. As a result, the liquid leaked, making it impossible to use the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd solomed syringe a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the customer reports that, when aspirating the product, he found that the syringe had a crack. As a result, the liquid leaked, making it impossible to use the product.